Event description:
It was reported that liquid could not flow out of the infusor before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. The reported condition of a no flow was not confirmed. A visual examination of the device showed no signs of blockage in the delivery tubing nor in the reservoir, that could have caused the reported condition. A functional test was performed, by filling the reservoir with water. After fill, flow was readily observed at the luer and flow continued without stopping, until the solution was emptied from the reservoir. Therefore, the cause could not be identified, as no evidence of product malfunction was observed. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available.